Event description:
It was reported that stent damage occurred. The 46x2.5mm, eccentric, 90% stenosed target lesion contained a >=90 degrees bend and was located in the moderately tortuous and severely calcified left circumflex coronary artery. Following pre-dilatation with a 2.5x20mm balloon catheter, a 2.50 x 48 synergy stent was advanced for treatment. However, the device was unable to cross the lesion. The device was removed and upon inspection, the tip of the stent itself was deformed. The procedure was completed with another of the same device. There were no patient complications reported. The patient status was stable.